Manufacturer narrative:
The user reported leaking issue was confirmed. Zyno medical has received the investigation report from the contract supplier amsino international, inc on 01/12/2018. The root cause of issue is found to be the deformation of the roller occured during the assembling process.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00244).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the set.

Event description:
On (B)(6) the user reported fluid leaking issue with administration sets. "We have had several more cases of this same problem. We kept one of the tubing sets. Unfortunately the other one was contaminated with hazardous drug and we had to dispose of it." The nurse used 1000ml ivpb normal saline, and (B)(6)2017 was the date that the ivpb made it to the nurse. "Technically the patient was not involved. The mediation was made and sent to the nurse. Before administering the medication she noticed that fluid was leaking into the chemo bag that contained the ivpb. It was noticed that the clamp was closed and fluid was still leaking. We have also had this happen on several occasions when we spike the bag before medication is added." No patient injury or harm occurred for this case.